Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient stated that they were not experiencing the same bilateral stimulation as they did after implant. They noted that there was nothing out of the ordinary that may have contributed to the issue. The manufacturing representative (rep) interrogated the implantable neurostimulator (ins) and ran an impedance check. It was noted that contact 7 was over 10000 ohms and contact 9 is over 9000 ohms. Contact 7 was being used in the patient¿s current programing. The rep tried reprogramming over both epidural leads but was not able to obtain perception in the patient¿s right leg, which is the main area of pain for the patient. The patient stated that they were able to get stimulation in their right leg after implant. It was noted that the patient only used stimulation 1% of the time. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative (rep) 2018-11-09. It was reported that the high impedances could not be resolved. Reviewed leads under fluoroscopy. No fractures or migration of leads were noted. Programming was adjusted to a hybrid high dose program (600/200) and covered the 9/10 space. The patient was instructed to run the stimulation slightly below perception. The patient still was not perceiving stimulation in the right leg, but the hcp wanted to try running a higher dose. The patient only runs stimulation at night and less than 1% of the time. No further actions were taken or deemed necessary by the physician. No further complications were reported/anticipated.